Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced unconsciousness. Customer's low blood glucose was unknown. Customer stated they felt unconscious and woke up sweating in the bathroom. Customer's current blood glucose was 200 mg/dl. Customer's low blood glucose was treated with food and glucose tablets. Troubleshooting was done for low blood glucose and over delivery. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was unknown at the time of event. The insulin pump will not be returned for analysis.